Event description:
Patient presented with an increase in seizure duration and they were referred for a prophylactic battery replacement to upgrade to a newer model. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Patient underwent generator replacement surgery. The explanted generator has not been received by product analysis to date.

Event description:
Explanted generator was received and underwent product analysis. Analysis in the product analysis lab concluded proper functionality of the pulse generator and that no abnormal performance or any other type of adverse condition was found.